Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23 mm valve was explanted after an implant duration of approximately 4 years and 11 months (59.33 months) due to aortic stenosis (as) caused by thickened leaflets. No further details were provided. Initial information was learned through (B)(4) implant patient registry.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device will not be returned for evaluation because it was discarded at the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process. Through follow up with the health care provider, it was learned the device was explanted due to stenosis caused by thickened leaflets. No patient condition or health history was provided. Without additional information from the health care provider or return of the device for evaluation, we are unable to determine conclusive root cause for explant of this device.